Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2025, the patient was sleeping when her glucose level was running "low" but she did not hear the receiver beeping as it had a low audio output. The patient¿s husband heard the alert and woke the patient up. He called 911 and was administered with glucose shots. She did not experience any symptoms, and she's not certain if a fingerpick was taken at that time. She refused to be taken to the hospital. Her glucose reading went back to normal after 25-40 minutes. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.